Event description:
Pt received approximately 900cc of formula within 3.5 hours. Pt was receiving diabetisource ac. Pump was set at 45cc/hour, 1/4 strength water was set at 150cc for 4 hours. Nurse hung bottle at 6:00 p.m., went into room at 9:30 and bottle only had 100cc left in bottle.

Manufacturer narrative:
Report describing results from device testing are attached. Product as returned and tested functioned properly and meets all performance specification. Additional text from the importer report: nestle, compat enteral delivery system. Become aware: 12/2/08, date of report: 2009 for late 2008.